Manufacturer narrative:
D4:the device is distributed outside the us and no gudid information exists.

Event description:
The resident was being transferred using a maxi move when they fell through the sling. The resident sustained a pelvic fracture. No malfunction was identified with either the maxi move lift or the loop sling that could have caused the patient¿s fall.